Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the mlx 300w xenon lightsource (00mlx) was returned to the service and repair depot: failure analysis: depot technician assessment found that the unit failed lamp hard start when the unit was powered on. It was discovered that the top of the lamp was completely charred. The fans inside the unit were not working. The technician noticed that the port on the control board that powers the fans was damaged. The lamp and the control board has been replaced to correct these issues. In addition, there was physical damage noted on the bezel and the left side panel. Both the bezel and the left side panel have been replaced to repair this issue. Root cause analysis: the reported complaint was confirmed. The returned xenon lightsource was received in used condition with damage to the control board due to rough handling/environmental damage, preventing proper fan function. Fan failure would lead to overheating issues and in this case led to heating/melting damage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that xenon lightsource (00mlx) was not working. When it was opened, the plastic was found melted around the heat shrink. Upon further troubleshooting, it was found that the voltage at the female light contacts was too high and suspected that the power supply board had failed and needs to be replaced as well as the bulb and heat shrink assembly. It is unknown whether there was patient involvement; however, no patient injury or surgical delay has been reported.